Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced pump migration, leading to a revision surgery. The physician noted that the pump had been placed poorly. The pump was explanted and replaced. No additional patient complications were reported and the patient was expected to recover.